Manufacturer narrative:
The marksman catheter was returned for evaluation with the flow diverter delivery system. As received, the marksman appeared to be separated into two segments. For further examination, the flow diverter delivery system was pushed out of the marksman with difficulty. The marksman body was observed to be separated near the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman body was flattened and accordioned at sections near the distal tip. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the analysis findings and event description, the reports of resistance and catheter separation were confirmed. The broken ends of the marksman exhibited stretching and necking which indicates that separation occurred when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s severe vessel tortuosity may have contributed to the reported resistance during delivery, subsequently causing the marksman to become damaged. However, the cause for resistance could not be conclusively determined. Additionally, from the damages seen on the marksman body (flattening/accordioning), it appears there was excessive force used. In this event, user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite resistance. Out instructions for use (IFU) provides the following guidance: ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The marksman has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed and the event cause could not be conclusively determined.

Event description:
Medtronic received report of marksman separation during a procedure. The patient was undergoing coiling and flow diversion treatment for an unruptured, saccular aneurysm in the internal carotid artery (ica). The landing zone artery size was 2.5mm distal and 3.8mm proximal. The vessels were reportedly very long and tortuous with tight curves. In addition, vessel size was very small. The devices were prepared as indicated in the IFU. The marksman was flushed with heparinized saline during the procedure. The marksman was placed and the flow diverter was advanced with resistance. The guide catheter was reportedly ¿bouncing up and down¿ during advancement of the flow diverter. The flow diverter was pushed almost to the aneurysm when the physician felt the marksman break. The system was removed from the patient. It was observed that the marksman had separated at the distal segment. The procedure was completed using coils and a new flow diverter. There were no reports of patient injury in connection with this event.